Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with elevated lactate dehydrogenase (ldh) levels. The patient was otherwise asymptomatic. The patient was placed on a bivalirudin infusion which decreased their ldh levels; they would be assessed for a potential pump thrombosis. Lab work was performed, but thrombus could not be confirmed. Log file analysis captured lcd faults which self-corrected; a controller exchange would not be necessary. Nothing related to pump thrombosis was seen in the log files. The patient was discharged and later readmitted on (B)(6) 2022 for elevated ldh and continued on bivalirudin. Tissue plasminogen activator (tpa) therapy was considered as the patient was not a candidate for pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported elevated lactate dehydrogenase (ldh) as well as a direct correlation to (B)(6) could not conclusively be determined through this evaluation. The submitted log files captured routine events. The pump appeared to function as intended and no unusual alarms or events were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for vad-19526 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 24feb2017. Heartmate ii lvas instructions for use (IFU) (rev. C) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.